Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the patient had incurred a burn injury.

Manufacturer narrative:
Evaluation summary: a device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by the manufacturer. The visual inspection found that the equipment showed a bump in the right rear area, which does not affect functioning. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation. If information is provided in the future, a supplemental report will be issued.